Manufacturer narrative:
The patient remained hospitalized pending a device replacement. An engineering review of device log files revealed a likely high current condition, as well as a low, out-of-range shock impedance measurement, which may indicate a short internal to the device or from the electrode contacting the device case. The recommendation for device replacement was not changed, and it was further suggested that the electrode be thoroughly evaluated at the device replacement procedure. A conference call with boston scientific and the physician occurred to determine the next steps for this patient. The device replacement was performed successfully, and the electrode was thoroughly tested. Defibrillation threshold (dft) testing was performed, the s-ICD system sensed and delivered a shock appropriately, with normal impedance measurements. The chronic electrode remains in service with the new device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital because the device was emitting beeping tones. The device was interrogated and a battery depletion (bd) error code was displayed. The patient was admitted pending outcome of analysis of the device data. An initial review of available data indicated the battery consumption was as expected based on therapy usage. However, current device data was needed to determine the cause of the error code. The boston scientific field representative attempted to check the device at the hospital the following day. The programmer was not able to connect to the device, and when two magnets were applied, no tones were generated. Technical services confirmed that device replacement was required. No adverse patient effects were reported.